Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was  bad impedence on 3 of 4 electrodes. Bad impedence on 3 of 4 electrodes tried re torque the set screw several times and the issue was resolved. The cause was unknown.  No further complications were reported/anticipated at this time.